Event description:
The customer reported that the device displayed a critical error message that pointed to a power pca failure. Also noted were problems with the battery charging.

Manufacturer narrative:
The customer reported that the device displayed a critical error message that pointed to a power pca failure. Also noted were problems with the battery charging. The customer evaluated the unit, and found that the batteries had not been charging and needed replacement. To address the critical error message (power pca error), the customer ordered a replacement power pca and reported that once the power pca was replaced, the device was not failed.